Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the customer allegation. System power was cycled which resolved the issue. No parts were replaced. The system was returned to service.

Event description:
The hospital reported that, during a case, the unit alarmed that pressure mode of ventilation was not available. The clinician reportedly continued ventilation in volume mode. There was no reported patient injury.